Manufacturer narrative:
The device was not able to perform the displacement test, operating currents test, and off now power test due the device having a severely corroded battery tube and battery cap contacts. The weak battery test alert was not verified due to the severely corroded battery tube and battery cap contacts. The device was received with minor scratches on the lcd window, cracked reservoir tube lip, scratches on the reservoir tube window, and cracked battery tube threads. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call, the insulin pump had a short battery life. Customer has to change the battery every three days. Customer's blood glucose wasn't provided. Troubleshooting was performed. Customer hasn't changed his or her lifestyle, uses the correct battery type, hasn't changed the settings on the device, and hasn't pressed any of the buttons frequently. Customer returned the device for analysis.